Event description:
Customer's husband reported blood glucose results of 75 mg/dl on the active system and 275 mg/dl within 10 minutes on a professional system while in an emergency room. The customer was given professional medical treatment, admitted to hospital. A request was made for the return of the system, replacement was sent.